Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with five infusions sets fell off during use on 15-may-2024. The blood glucose level was approximately 350 mg/dl. The infusion set was in use for slightly over 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.